Event description:
It was reported that the pt developed an infection at the implant site, mastoid and temporal bone. The pt experienced drainage and swelling at the implant site. The electrode array extruded to the ear canal. The pt's device was explanted. The pt was prescribed augmentin on (B)(6) 2015. The pt continues to be monitored.